Event description:
It was reported by the patient that they were told by their clinic that they should have received a shock, but they did not feel any shocking sensations. The patient also reported that there was a delay in his clinic receiving the transmission. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.